Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, for assistance with a rapid gas loss alarm. She pressed start both times the alarm went off. User verified there was no blood in the helium tubing and that all lines and connections were free from kinking, secure, and appropriate. The esp personnel reviewed troubleshooting steps and had user perform a fill and press start. The patient did not have any obvious clinical factors that would cause this alarm (ie high peep, tachycardia, febrile, etc). Screenshot of the iabp monitor did, however, show a kink in the catheter. The esp personnel explained that the kink could be at the insertion site and suggested they hyperextend the site by placing a towel roll behind the patient`s hip and assess the site. The esp personnel gave mary her contact number should the alarm become a nuisance incase of future troubleshooting required. User texted about an hour and a half later with another photo; the kink is gone but she had more questions. She reported that when she assessed the site, just pressing down on it made a difference in the balloon waveform appearance so they decided to leave it as is. She also reported the patient has a large skin fold; the esp personnel had explained that could also be a factor causing the kink and to address it should they see the balloon waveform change again. User was grateful for the support and will reach out if needed. The call was ended. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) corrected fields : b5 the nurse reported that she pressed ¿start¿ each time the alarm occurred. She confirmed there was no blood in the helium tubing and that all lines and connections were secure, free of kinks, and appropriate. The esp personnel reviewed troubleshooting steps with her and instructed her to perform a fill and then press ¿start.¿ the patient did not present with any obvious clinical factors that could contribute to this alarm (e.g., high peep, tachycardia, fever). However, a screenshot of the iabp monitor indicated a kink in the catheter. Esp personnel explained that the kink could be located at the insertion site and suggested hyperextending the area by placing a towel roll behind the patient¿s hip and reassessing the site. Esp personnel provided nurse with contact number in case the alarm became frequent so we could troubleshoot further together. Approximately an hour and a half later, mary sent another photo showing that the kink had resolved but had additional questions. She reported that pressing on the insertion site altered the balloon waveform, so they decided to leave it as it was. She also noted that the patient had a large skin fold. Esp personnel explained that this could contribute to catheter kinking and advised addressing it if the balloon waveform changed again. Nurse expressed appreciation for the support and stated she would reach out if needed.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, for assistance with a rapid gas loss alarm. There was no harm reported.